Manufacturer narrative:
Preliminary analysis revealed that the reported behaviour most probably resulted from an issue linked to either insufficient quality of contact between the plug of the central process unit (cpu) board and the one of the power supply and/or instability on the pre-power supply board.

Event description:
The subject programmer printer was broken. The blue tab extends down too far as it was broken and the printer's automatic paper advance is not working. In addition, the programmer shut dow suddenly without any warning.

Event description:
The subject programmer printer was broken. The blue tab extends down too far as it was broken and the printer's automatic paper advance is not working. In addition, the programmer shut dow suddenly without any warning.

Event description:
The subject programmer printer was broken. The blue tab extends down too far as it was broken and the printer's automatic paper advance is not working.in addition, the programmer shut dow suddenly without any warning.